Event description:
The device was used with strip code key 962. The strips in use were from code 925. The reporter stated the device gave inr results instead of a strip error message. The reporter said part of the box of strips was used before the code error appeared on the device display. The device was replaced and requested to be returned for evaluation.